Manufacturer narrative:
The product(s) are not available for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint and confirmed that the device(s) met quality requirements for product acceptance. With the limited amount of information available and without return of the product for analysis or films of the event it is not possible to draw a clinical conclusion between the device and the event.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.

Event description:
As it was reported by the sales-rep via email: the mentioned that the balloon took longer to deflate and had more resistance than the abbott product when he removed it from the stent; it "tends to stick a little". He uses 50/50 omnipaque contrast saline, inflates with a syringe, no other difficulties reported.. This was stated to me after a stent was delivered to the renal artery of a patient with no complications.